Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The ventilator passed all testing.

Event description:
It was reported that the ventilator was alarming o2 sensor and low o2. No patient involvement event date not specified: estimate used.